Manufacturer narrative:
B3: date of event estimated. D4: the UDI number is not known as the catalogue and lot number were not provided. D6a: implant date estimated. The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. It is possible that the delivery system was slightly pushed distally as the stent was being deployed resulting in the reported difficulties, stent was getting compressed; however, this could not be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported in a general comment that during use of supera stent delivery system (sds), the stent falls short, requiring a second stent to continue treating the lesion. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.